Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that while ventilating a patient who suffered a cardiac arrest and was under cardiopulmonary resuscitation the device generated an alarm and shut down. Afterwards, the patient died. A doctor in the hospital explained that the patient death.

Manufacturer narrative:
The device and the log file have been analyzed in the course of investigation. The logged entries indicate that the device has detected an internal deviation while ventilating and posted an error code at 08:14 pm on (B)(6) 2011 which indicates that the supply voltage of the pcb sensor was out of range. This was alarmed to the user audibly and visually and the ventilation was stopped. The next log entry indicates that the device was switched to service mode at 08:27 pm. No other technical failures were logged. A subsequent hardware check of the device showed that the reported failure could be reproduced under a certain condition - when pushing against the connector on the control pcb that connects the flat cable to the sensor pcb. As no damage is visible it might be possible that a micro crack within the inner layer of the control pcb has developed. The case is considered to be isolated. No similar cases have been reported to dräger. The device reacted as specified for a detected technical deviation and alarmed visually and acoustically. In this case, an alternative independent ventilation device has to be used, as described in the IFU.

Event description:
Please refer to the initial-report.